Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an oral cavity radical reconstruction procedure with a vascularized skin-muscle patch transplantation , new clip that is released after firing will be positioned crosswise in between the instrument jaws and surgeon or nurse needs to remove the malformed clip with forceps in order to let next clip align in between the jaws correctly. It was noted that clips are loaded when there is no vessel in between the instrument jaws thus ruling out the possibility of no space for proper clip placement within jaws. The surgical procedure was extended for more then thirty minutes. To resolve the issue, a new clip applier was used. There was no patient injury.